Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The device was successfully installed on (B)(6) 2010. On (B)(6) 2010, the device was automatically turning itself on which would lead to the depletion of the pad-pak and the memory became full. The problem with the device was traced to a faulty q37 transistor in the on/off circuitry on the printed board assembly. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.